Event description:
Procedure: lap prostatectomy. According to the reporter: the doctor inserted the dissecting balloon directly and realized that he could not inflate after 4-5 pumps. Pt involved without injury.

Manufacturer narrative:
(B)(4)